Event description:
Medtronic received a report regarding a pipeline that failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid paraclinoid with a max diameter of 10 mm and a 4.5 mm neck diameter. The landing zone was 4.1 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was strong. It is unknown if dual antiplatelet treatment was administered. Post operative findings related to blood flow imaging showed the pipeline was handled according to the package insert procedure, but despite removing the sleeve distally from the placement position, it could not be opened. After several attempts to deploy it in different locations, it could not be opened; hence, for safety reasons, it was collected. The course of treatment was changed midway, and the treatment was completed with stent + coil. It was reported that the pipeline was handled according to the package insert procedure, but despite removing the sleeve distally from the placement position, it could not be opened. After several attempts to deploy it in different locations, it could not be opened; hence, for safety reasons, it was collected. The course of treatment was changed midway, and the treatment was completed with stent + coil. It was reported there was a deployment failure in the distal portion of the stent. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. It is unknown how many times the pipeline had been resheathed. No operation was performed such as using another device to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a shuttle sheath (m. Hirata) guide catheter, phenom 27 microcatheter lot:223905960, and asahi intec chikai14 200m guidewire .

Manufacturer narrative:
Unknown healthcare information unavailable due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.